Event description:
This case was initially received via regulatory authority ansm.this spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("haemorrhage/ haemorrhage and bleeding became daily") in a (B)(6) female patient who had essure (ess205) inserted. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2017, 12 years 4 months after insertion of essure (ess205), the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with ulipristal acetate (esmya), chlormadinone acetate (luteran) and surgery (curettage to stop hemorrhage). Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage had not resolved. The reporter provided no causality assessment for genital haemorrhage with essure (ess205). The reporter commented: in (B)(6) hemorrhage and bleeding became daily. Hysterectomy was planned for (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 88 kgs. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29-sep-2017 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 619 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.